Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during patient care (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had cracks on the upstream sensor flex tail. The failed upstream sensor was replaced.